Event description:
Device report from south africa reports an event as follows: it was reported that on or about december 2010, the patient underwent back surgery involving the insertion of the viper spinal stabilization system comprised of viper sc screws, rods and viper sc caps. On or about 2016, patient experienced severe back pains. On or about (B)(6) 2017, patient underwent revision surgery. On or about (B)(6), 2019, the patient underwent further surgery, and it was found that a part of the viper spinal stabilization system had failed/was broken. This report is for an unknown viper set screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown viper set screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.